Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer reported that insulin excited during 5 unit prime fill cannula. Customer also reported that high blood glucose of 284 mg/dl. No medical intervention was reported. Device will not be return for further analysis.